Event description:
Philips received a complaint on the earlyvue vs30 indicating that the blood pressure readings were not matching or close to manual readings. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by on-site service personnel which included inspection of the device. There was no fault found. The device was confirmed to be operating per specifications, and no failure was identified.